Manufacturer narrative:
The biomedical engineer (bme) called in stating that the central nurse's station (cns) monitor is out and he has a black screen. The bme will not be sending in his unit for repair due to it being out of warranty. Nihon kohden technical support provided the bme with the part number needed in order to purchase a replacement monitor.

Event description:
The biomedical engineer (bme) called in stating that the central nurse's station (cns) monitor is out and he has a black screen.